Manufacturer narrative:
The distributor reported "bleeding display and alarm". The service checked the pump, which was found working according to its specifications and intended use. No evidence of malfunction was found by service, which proceeded with the regular maintenance service. No patient involvement.

Event description:
The customer reported "bleeding display and alarm".